Event description:
It was reported that the patient presented in the ER after multiple aborted shocks due to sosd. Upon interrogation alert messages for output circuit damage and extended charge time were observed. The physician disabled high voltage therapy and admitted the patient to the hospital. The lead and device were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of a shorted output stage detection (sosd) was confirmed in the laboratory. Erroneous sosd alerts were caused by open connection to the hybrid circuitry.